Event description:
Customer reports beta-hcg calcheck level 1 results out of range. She explained that the initial result was <0.1, the repeat was 2.38, and the second repeat was 4.35 miu per ml with a median value of 2.26 miu per ml and a target value of less than 0.6 miu/ml. Customer states she discarded the remainder of the calcheck. Customer affirmed that no pt samples have been affected. After receiving new calcheck and changing the pc/cc set, customer states triplicated results were within expected values, specifically level 1 was less than 0.1 miu per ml each time. She states, she ran one more time, the calcheck test and obtained the same results.